Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Rust was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Improper usage by user is also considered as a cause of the event. Device was repaired to original manufacturing specifications.

Event description:
On initial contact, dentist advised handpiece burned patient cheek and tongue. Burned area was white on right cheek side, and white patch on tongue about the size of a dime. Dentist recommended salt water rinse. Later contact with the dentist noted that pain medications were prescribed for the patient, but no other follow up.